Manufacturer narrative:
Product event summary: the distal portion of the lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 5024m-58 lead, implanted (B)(6) 1997. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited high impedance. During the explant, the patient experienced a tear in the ra appendage that required surgical repair. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.